Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not power on. It was noted that the issue was resolved with part replacement. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this analysis: 10, 120, 4307. The det pnl sys bi40000026 4030cb cp2 (rev. 5 : s/n panel: (B)(4)) and pcba bi31000171 isolated stand alone (rev. 1 : s/n (B)(4)) has been received by the manufacturer for evaluation. However, results are not available at the time of filing. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when the system was started, the status of x-ray use stayed "x" and the imaging system could not be used. The imaging system was rebooted but the issue persisted. This issue occurred pre-operatively, before the patient was in the operation room and before anesthesia had been administered or an incision had been made. The procedure was postponed. There was no reported impact to patient outcome.

Manufacturer narrative:
D10, h2, h3, h6: the det pnl sys bi40000026 4030cb cp2 (s/n: (B)(6) ) was received by the manufacturer for evaluation. Analys is found that the returned part functioned as intended when installed in a known good system. Evaluation codes that apply to this analysis: 10, 213, 67. H2, h3, h6: software logs were received and evaluated by the medtronic sw analysis team. Analysis found that the logs showed no signs of software faults or anomalies. Evaluation codes that apply to this analysis: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pcba isolated stand alone (product ID: bi31000171) was analyzed by medtronic. During analysis, it was reported that the returned pcb passed a bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. It was concluded that no problem could be found with the component. Fdr and fdc apply to this analysis. If information is provided in the future, a supplemental report will be issued.